Event description:
Information was received via a diabetes educator from the patient¿s treating clinic indicating that the patient experienced a reaction at the cannula site associated with the use of two pods. Medical assistance was required, and the patient was treated with antibiotics. No additional clinical information was available, including the specific diagnosis, blood glucose changes, symptoms experienced, skin site appearance upon pod removal, or whether a pod was worn at the time medical attention was sought. It was reported that the patient discontinued use of the omnipod system following the event and transitioned to an alternative insulin delivery system. Multiple good-faith outreach attempts were made; however, no response was received. A supplemental report will be provided if additional information becomes available. Insulet reference numbers (B)(4). Additional information was received on 27 april 2026 via a legal guardian on behalf of the patient. The legal guardian reported that the patient experienced three separate infected pod site reactions with abscess formation during 2025 while using the omnipod system. For the first event, the pod site reportedly became extremely red, with the cannula entry site appearing pimple-like with a visible head and an associated hard lump. The pod site was described as sore, and the patient was reportedly irritable. The healthcare provider diagnosed the event as an infected pod site with an abscess underneath and prescribed oral flucloxacillin to be taken three times daily for five to seven days. Across all three events, the legal guardian confirmed that the infected pods were removed normally, drainage was managed at home, and new pods were placed at alternate sites following each occurrence pod lot and sequence numbers are unavailable, as the legal guardian stated the pods were used the previous year and were no longer retained. Following the third event, the diabetes care team reportedly advised discontinuation of omnipod use. The family discontinued use of the omnipod system on (B)(6) 2025 and transitioned to an alternative insulin delivery system with a steel cannula. This report covers the first event.

Manufacturer narrative:
Submitting a supplemental MDR to capture the additional information received on april 27th, 2026. Updating b3, b5 and h6.

Event description:
Information was received via a diabetes educator from the patient¿s treating clinic indicating that the patient experienced a reaction at the cannula site associated with the use of two pods. Medical assistance was required, and the patient was treated with antibiotics. No additional clinical information was available, including the specific diagnosis, blood glucose changes, symptoms experienced, skin site appearance upon pod removal, or whether a pod was worn at the time medical attention was sought. It was reported that the patient discontinued use of the omnipod system following the event and transitioned to an alternative insulin delivery system. Multiple good-faith outreach attempts were made; however, no response was received. A supplemental report will be provided if additional information becomes available. (Insulet reference numbers. (B)(4)).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.